Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on an unknown date and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, infection, bleeding, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4) - urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-03596. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling removal of tvt sling on (B)(6) 2009 by (B)(6) due to mixed urinary incontinence.

Event description:
Details: it was reported that the patient underwent sling removal of tvt sling on (B)(6) 2009 by (B)(6) due to mixed urinary incontinence.